Event description:
Total hip replacement: 1. During procedure, the stem inserter became stuck during implantation and had to be levered loose. 2. The screw broke off the liner and was retrieved from patient. Surgery continued, no delay and no ae to patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. The overall condition of the inserter suggests heavy usage. Previous investigations found placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage and flatten the tip preventing a functional fit with the implant. The root cause is attributed to misuse. Based on the root cause of suspected misuse, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.